Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect2282 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing a catheter, a nurse found the extension tube was ruptured, unable to be used. Terminated placement using this catheter and switched to a new product.